Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted thyroid surgical procedure, the tip of the harmonic ace instrument broke and fragments fell inside the patient. The fragments were immediately removed during the same surgical procedure. There was no collision with other instruments when it broke. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and was found to be free of any damage or irregularities. The surgeon did not notice any issues with instrument functionality during the procedure, and there were no collisions with other instruments or hard materials reported. Upon final removal of the instrument, there was no resistance or observed damage to the cannula or instrument. The fragments were retrieved during the same procedure, with all pieces confirmed by visual inspection. No additional surgical intervention or post-operative imaging was required. The procedure was completed robotically, with no injury to the patient and no reported post-operative complications.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have breakage of the teflon pad at the tip. A piece measuring approximately 1 mm x 2 mm in size was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. The instrument was also identified to have mechanical damage located at the tip of the blade. The blade edge exhibited indentation(s) and/or burr formation.

Event description:
Refer to h11 for follow-up information.